Event description:
Patient received a lumbar puncture in clinic today. When the doctor tried to remove the spinal needle from the patient's back, the needle separated from the hub. The doctor was unable to remove the needle at that time. Needle was re-adjusted and removed.